Event description:
A nurse reported experiencing no phacoemulsification power during a cataract procedure. The surgeon realized that the issue was with the customer one setting. The case was completed by using another setting. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).